Manufacturer narrative:
The complaint allegation is confirmed based on the customer provided picture, which shows the eyelet had damaged. The bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed error user due to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/28/2023, it was reported by a distributor via email that an ar-8825p peek mini pushlock tip was damaged during insertion. This was discovered during a wrist arthroscopy procedure on (B)(6) 2023. The case was completed with another implant. Additional information received on 7/31/2023: the tip partially broke during insertion; however, there were no loose fragments inside the patient.